Event description:
The customer reported, the system's steering was defective. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The joint was mounted and the screw tightened. The system was then found to be working as intended.